Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Following performed a motion calibration, the imaging system functioned as designed. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system required motion calibration at start up. No additional information was provided. There was no patient present when this issue was identified.